Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Subsequently, the customer experienced an elevated blood glucose level displayed as "high". A specific bg value was not provided. The customer administered a manual injection of insulin to address the bg. Tandem technical support educated the customer on the meaning of an incomplete bolus alert. Customer reverted to an alternate method of insulin therapy.